Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages. The customer replaced the manikin and the lifeband, however, the errors could not be cleared. No patient involvement.